Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), migraine ("migraine") and pelvic adhesions ("adhesions"). The patient was treated with surgery (essure removed,). Essure was removed on (B)(6) 2018. At the time of the report, the hypersensitivity, migraine and pelvic adhesions outcome was unknown. The reporter considered hypersensitivity, migraine and pelvic adhesions to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), migraine ("migraine") and pelvic adhesions ("adhesions"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the hypersensitivity, migraine and pelvic adhesions outcome was unknown. The reporter considered hypersensitivity, migraine and pelvic adhesions to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of hypersensitivity ('allergic reaction'). In an adult female patient who had essure (batch no. C51077), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), migraine ("migraine") and pelvic adhesions ("adhesions"). The patient was treated with surgery (coil only removed). Essure was removed on (B)(6) 2018. At the time of the report, the hypersensitivity, migraine and pelvic adhesions outcome was unknown. The reporter considered hypersensitivity, migraine and pelvic adhesions to be related to essure. The reporter commented: right:1 coil, left: 4 coils. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporters information were added, lot no. Were added, rcc added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction') in an adult female patient who had essure (batch no. C51077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), migraine ("migraine") and pelvic adhesions ("adhesions"). The patient was treated with surgery (coil only removed). Essure was removed on (B)(6) 2018. At the time of the report, the hypersensitivity, migraine and pelvic adhesions outcome was unknown. The reporter considered hypersensitivity, migraine and pelvic adhesions to be related to essure. The reporter commented: right -1 coil left-4 coils . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.